Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 5512-f-302; tri ts femur sz3 right; ixz7e. 5544-a-300; tri post augment sz3 10mm; hdu7b (1 of 2). 5544-a-300; tri post augment sz3 10mm; hdu7b (2 of 2). 5541-a-302; triathlon femoral distal augment 10mm - size 3 right; hg34e. 5542-a-302; triathlon femoral distal augment 15mm - size 3 right; ebi7y. 5560-s-215; triathlon cemented stem-15mm x 100mm; 1117516k. 5521-b-400; tri ts baseplate size 4; hga7ia. 5560-s-212; tri cemented stem 12mmx100mm; 1119750e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Performed an I&d with tibial insert swap due to infection. Original procedure was (B)(6)2022. It was a revision of an non-stryker knee at the time.